Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06765 and 2134265-2016-06676. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown sled and unknown catheter. However, the motordrive unit 5 would not pullback. It was verified that imaging was fine and the sled was changed out, but the mdu5 would not perform automatic pullback. The procedure was completed with a different device. No patient complications reported.